Manufacturer narrative:
(B)(4).

Event description:
Confirmed motor stall noted in event logs with no motor stall recovery was reported. It was stated that there were 22 months until eri (elective replacement indicator) and that the pt had pump go empty multiple times along with compounded drug being used. No further info could be obtained.